Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient when it was visualized that one of the grippers would not lower. Troubleshooting was preformed unsuccessfully and the gripper continued to be unable to lower. The clip was removed from the patient and a replacement mitraclip xtw was advanced within the patient. Upon insertion within the patient one of grippers of the second clip would not lower. Troubleshooting was preformed by adjusting the straddling position and changing the view it was visualized that the gripper was working again. The clip was implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.